Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a 2.0mmx20mm of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a 2.0mmx20mm of the same device. There were no patient complications nor injuries reported.